Event description:
Following a diagnostic catheterization procedure an attempt was made to deploy a vasoseal es. During the engagement of the j segment at the arterial wall, the j segment came out of the artery. The operator tried to retract the j segment and make another attempt to engage the j segment, but the j segment could not be engaged at the artery. The operator decided to abort the procedure and pulled the components out through the tissue tract. Upon removing the locator, the operator inspected the locator and noted that the j segment was missing. The groin was x-rayed and the j segment was visualized in the right groin area. The j segment was stationary so it was believed to be in the patient's tissue tract. The j segment was not removed from the patient. Manual compression was applied to achieve hemostasis. No further complications were reported.